Manufacturer narrative:
The event of infection (early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Healthcare professional reported for right side "red breast syndrome with alloderm", "skin is very red directly over the area where the alloderm is present". "Patient described a 2 day course of redness to the r breast with a feeling of chills. At the time of admission entire right breast was red, but the erythema stopped exactly at the edge of the alloderm. An u/s was performed and no seroma was identified. Crp and wbc were normal and was not febrile while in the hospital. Treated with ancef and kept in hospital for 4 days. Looked better in the morning and then become more red over the day. Patient was discharged and prescribed keflex and celebrex with a presumed dx of red breast syndrome. On (B)(6), patient was seen in followup and noted to have improved redness to the superior breast but a progressive purple discoloration of the inferior breast. Physician removed 30cc of fill from the expander. Next day, spontaneous drain turbid fluid from incision. The expander and majority of the alloderm was removed. It was sent for culture and grew moderate growth of acinetobacter species. Since then, symptoms have resolved. The device has been explanted.